Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a spiroflex thrombectomy system. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Functional testing was performed by placing the device in the console. Functional testing confirmed the device could not complete the prime cycle. Inspection revealed numerous kinks in the shaft of the device, and the hypotube was completely broken (separated) 43cm from the tip of the device with a kink in the outer tubing at the location of the hypotube separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on may 24, 2017. It was reported that the device would not prime. During preparation of a spiroflex® vg angiojet® thrombectomy set for a thrombectomy procedure, the device would not successfully complete the pre- procedure check. The device would not complete the priming procedure. A check saline supply error message occurred even though there was adequate supply available. It was also noticed that there was water in the bulb of the device. The device was never used and did not enter the patient. However, device analysis found a broken hypotube.